Event description:
It was reported that the patient's left knee was revised due to infection. An I&d was performed and a 3x10 cs insert exchanged for a 3x10 cs x3 insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.